Manufacturer narrative:
An event of cerebral infarction was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 19mm regent valve was implanted due to aortic stenosis. During a follow-up on (B)(6) 2018, it was identified the patient had a cerebral infarction. The patient was reported to be stable. No additional information is available.